Event description:
The pt reportedly developed infection at the implant site. The pt was hospitalized and treated with rocefin and levoxacin for 18 days. The pt's device was explanted and the pt's infection has been resolved. The pt was later reimplanted with another cochlear implant.